Event description:
It was reported to boston scientific corporation that a leveen standard electrode was used during a pulmonary radiofrequency ablation (rfa) procedure performed on (B)(6) 2012. According to the complainant, during the first ablation, the physician was unable to completely extend the tines. However, it was reported that this was sufficient for ablation as the target tumor was small. The tines extended fully during the second ablation and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Additional information: device upn: m001262310. Device batch/lot number: 14613945. Device expiration date: 08/24/2014. Additional information: device manufactured date: 08/29/2011. Device evaluation: visual evaluation of the returned device found the tines to be fully retracted. During functional testing, the array fully extended and retracted as intended; no resistance was encountered. The condition of the returned device was not consistent with the complaint that the tines would not extend completely; the complaint was not confirmed. The returned device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a leveen standard electrode was used during a pulmonary radiofrequency ablation (rfa) procedure performed on (B)(6), 2012. According to the complainant, during the first ablation, the physician was unable to completely extend the tines. However, it was reported that this was sufficient for ablation as the target tumor was small. The tines extended fully during the second ablation and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.